Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report a display issue with the one touch ultralink meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 the patient noted a blue mark with a red line covering the display of the reported meter; he was unable to discern the blood glucose readings. On the night of (B)(6), 2010 the patient experienced the symptom of convulsions. The patient administered self-treatment by drinking juice; he did not seek any medical attention. The patient manages his diabetes with insulin taken via a pump. Troubleshooting revealed this was not a new meter and there had been no misuse. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the reported meter's display issue, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.